Manufacturer narrative:
Review of the device history records indicates that devices were manufactured and accepted into final stock with no reported discrepancies. Review of complaint database reveled that there have been no other events for the lot referenced. This event was reported via clinical outcomes reporting studies. An evaluation of the device cannot be performed as the device was not made available to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Postoperative diagnosis: patient underwent a revision for mechanical problems. Femoral and tibial component, and liner revised. Patella component retained.